Event description:
Customer reported the manual probe was not aspirating sample or latron control in manual mode when using the coulter lh 500 hematology analyzer. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed there was no manual mode aspiration for samples, latron or latex. The manual probe (blood sampling valve - bsv) was removed and cleaned using hot water in an attempt to unclog the probe, but was not successful. Another bsv was installed which resolved the aspiration issue. The fse performed mode to mode verification, reproducibility, startup, system tests, latron, and controls, all within specifications. Failure mode was identified: attributed to a clogged probe. No erroneous results were generated in connection with the reported event. Upon recur of the failure mode identified it is likely to cause "open tube aspiration error" affecting all parameters on samples run in manual mode only. Product labeling review: coulter lh 500 hematology analyzer IFU (instructions for use), (B)(4): the lh 500 series uses a stabilized particle suspension, such as latron, to verify flow cell alignment, gains, and cvs for flow cell volume, conductivity and light scatter. The workstation stores information about the control setup and control results in the database. (B)(4).